Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device received alarm - error codes / messages, keeps giving unknown error.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced oridion pcb for error 570.6200. Replaced broken right iui. A review of the device history record showed the device had a manufacture date of 04/28/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the oridion board. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device received alarm - error codes / messages, keeps giving unknown error.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received alarm - error codes / messages, keeps giving unknown error.